Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek inrange meter serial number (B)(4). Around 11 am, the initial result was >8.0 inr. Around 1 pm, the result from the laboratory was 3.97 inr. On the same day, two additional results of 7.1 inr and >8.0 inr were obtained from the meter. There was no allegation of an adverse event. The therapeutic range was 3.0-3.5 inr.